Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No blank display was noted. Unable to perform the functional testing due to the button keypad anomaly. The pump had a cracked case at the display window corner, cracked battery tube threads, minor scratches on the display window, and moisture damage on the motor and electronics.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they jumped in the pool with their insulin pump. The customer had a blood glucose level was unknown at the time of the incident. The customer stated they received a battery our alarm after coming out of the water. The customer states that there was fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.